Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that the nurse stated arterial blood pressure was not alarming when blood pressure goes to certain limits. Initial review of the clinical audit trail by a philips remote service engineer (rse) lists many ¿art 2-star yellow¿ alarms in the past 24 hours of the event. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.